Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The internal leak was on the arterial end of the dialyzer. Estimated blood loss was 5ml's. Pt had no ill effects. Sample was discarded by the user facility; sample is not available.